Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the 3.5x33mm and 3.5x38mm xience xpedition stents were implanted in the 80% stenosed proximal right coronary artery (rca). The patient recovered well. On (B)(6) 2014, the patient was admitted to the local hospital with chest pain. A stent was implanted in an unknown vessel. The angiography results are unknown. The patient recovered well. No additional information was provided.

Manufacturer narrative:
(B)(4).